Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. A defibrillation threshold test could not be performed since the right ven tricular (rv) lead had no capture and no pacing. A fluoroscopy revealed that the rv lead had dislodged. The device was turned off. An attempt was made to reposition the rv lead; however, the helix was not functioning. The rv lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.